Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5103084) on 23-aug-2021. The most recent information was received on 26-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('I had to have the essure coils removed after they did damage in my body') in an adult female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required), 6 years 5 months after insertion of essure. The patient was treated with surgery (essure coils removed). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: ¿the seriousness criterion ¿hospitalisation¿ was reported, but not specified or assigned to one of the events¿. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-aug-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: mw5103084) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('I had to have the essure coils removed after they did damage in my body') in an adult female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required), 6 years 5 months after insertion of essure. The patient was treated with surgery (essure coils removed). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.